Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a consumer regarding a trial patient with an external neurostimulator (ens) reported the patient got the urge to void, but was unable to void. The patient¿s daughter was concerned, the caller was advised to connect with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.